Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
It was reported patient underwent total reverse shoulder arthroplasty on (B)(6) 2013 utilizing a hex blade screwdriver. While the surgeon was inserting the screw into the baseplate, the screwdriver stripped the head of the screw. A wrench was used to remove the screw resulting in an hour delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation of the device found evidence of instrument wear. There are warnings in the package insert that state that this type of event can occur: under precautions, it states , "specialized instruments are designed for biomet joint replacement systems to aid in the accurate implantation of the prosthetic components. The use of instruments or implant components from other systems can result in inaccurate fit, incorrect sizing, excessive wear and device failure. Intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement."